Event description:
Ivf filter placed in the right external iliac on [redacted date]. There was a plan for the patient to be started on anticoagulant therapy and have the ivc filter removed prior to discharge a few days later, but the patient left ama. She did not present to a provider until may and that provider was unaware that anticoagulation therapy had not been started and the filter was still in place. Ivf filter was unable to be removed due to both patient delays and additional thrombi were found proximal to the ivc filter. It took time for that clot to dissolve. The ivc filter was finally removed on [redacted date]. When they entered the vessel the ivc filter was tilted and embedded into the wall of the vena cava. Removal went smoothly but a leg of the ivc filter remains embedded in the vessel wall. We are unsure why this leg of the filter broke off. Removing the leg proves to be quite difficult and the leg could be introduced into the vessel if it dislodges during removal. It is possible the breakage was due to the delay in removal, but we wanted to report this in case it was an equipment malfunction. Repeat duplex ordered for (B)(6) 2025.